Event description:
It was reported the patient presented to the emergency room (ER) with an empty pump and severe baclofen withdrawal. The pump was reported to have been dry for at least 2 days. The patient¿s pump was programmed for flex dosing (~650 mcg/day). The hcp refilled the patient¿s pump with the same 2mg/ml concentration and programmed to 600mcg/day. The hcp also primed 0.100ml of the patient's total 0.395ml total catheter volume, just in case drug was still in internal pump tubing and/or catheter. Additional information later received indicated the patient had recovered and resumed therapy. Additional information has been requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. (B)(4).